Event description:
A caller reported encountering a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, guided the caller through the process, and successfully resolved the issue, allowing the caller to start their sensor session without any further errors.